Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00956 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure on (B)(6), 2012. According to the complainant, during the procedure the clips did not deploy properly from the delivery catheters, however it is not currently known if the devices exhibited a failure to release scenario. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding these devices have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire and the sheath grip was detached from the over sheath. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00956 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the clips did not deploy properly from the delivery catheters, however it is not currently known if the devices exhibited a failure to release scenario. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding these devices have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.